Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the gastric bypass procedure. The stapler did not fire. Another device was used to complete the procedure. Patient status is okay. No adverse events reported.